Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, reproduced the issue and replaced patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the monopolar curved scissors (mcs) were not working in universal surgical manipulator 3 (usm). The isi tse asked the customer to swap the instrument in usm 3 to usms 1 and 2; it worked fine in the other usms. The isi tse asked the customer to swap the instruments in usms 1 and 2 to usm 3; other instruments did not work in usm 3. The isi tse suggested cleaning the pins on the usm 3 and resetting the drape, but the issue still persisted. The isi tse advised performing a full power cycle, but the customer refused as the surgery was going on. The customer was proceeding with surgery on the remaining two usms. The site was completing the procedure as planned with no reported injury.

Manufacturer narrative:
The patient side manipulator (psm) was analyzed and found to have no issues. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.